Event description:
The customer stated that elevated architect ca 19-9 results were generated on a patient. In (B)(6) 2012, a ca 19-9 result of 3246 u/ml was generated. The sample was rerun diluted and was reproducible. Another sample drawn in (b)96) 2012, generated a result of 4147 u/ml. The sample was rerun diluted and was reproducible. A third sample was drawn in (B)(6) 2012, and generated a result of 5629 u/ml. The sample was rerun diluted and was reproducible. The tube from (B)(6) was sent to another lab which generated a result of 8 (negative) with the roche assay. The tube from (B)(6) was tested with cerba and a result of 8 (negative) was generated. A sample was tested using a heterophilic antibody tube and a result of >300 was generated. A MRI scan on the patient was negative. There was no treatment administered to the patient.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The architect ca 19-9xr reagent catalog # was changed from 2k91-25 to 2k91-20. Accuracy testing was completed to evaluate the assay performance of architect ca 19-9xr reagent lot 17161m500. The testing met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. The architect ca 19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The customer completed troubleshooting on the patient sample and identified that it contained heterophilic antibodies. In addition the customer was comparing the results to another method which is not allowed per the product labeling. The investigation did not identify a malfunction/deficiency.